Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (ventricular fibrillation): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 55-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) arrived at the cath lab in scai stage e shock following an out-of-hospital cardiac arrest with intermittent ventricular tachycardia (vt) requiring multiple defibrillations. An impella cp was inserted via the left femoral artery on (B)(6) 2026 at 17:40, following pci and without noted technical issues. After transfer to the cicu, the patient continued to experience recurrent vt despite chemical therapy and echo-guided impella positioning optimization. The arrhythmia progressed to ventricular fibrillation, requiring approximately 10 minutes of acls including CPR and defibrillation, after which the family elected to withdraw care and the patient expired at 18:00. The patient¿s vt was present prior to impella placement, and no product was returned for evaluation. The pump was discarded following the patient¿s death. Based on the available information, the patient¿s refractory vt/vf arrest and subsequent death appear primarily attributable to the severity of his underlying ami/cgs and pre-existing malignant arrhythmias, rather than to any malfunction or performance issue with the impella cp. The device functioned as intended during support, no device-related concerns were raised by the clinical team, and no evidence suggests impella involvement in the patient¿s deterioration or death. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.